Event description:
The customer reported that she activated the pod at 2:13 pm on (B)(6) and at 5:10 pm, her blood glucose measured 115 mg/dl. At 7:47 pm, she took a 3.5 unit meal bolus for 32 grams of carbohydrate. At 9:45 pm, her bg was 317 mg/dl, so she deactivated the device at 9:56,pm. She stated that the cannula had come out.

Manufacturer narrative:
The device will not be returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could contribute to reported hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," because insulin pods use only rapid-acting insulin, user are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider."